Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and passed all operational specifications. Therefore, the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery or surgery it was discovered that the motor device "had a bad motor". It was unknown if the device was used in a surgical procedure. The exact date of the event was unknown. The reporter stated that a spare identical device was available for use. No delays were reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.